Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. It was stated that the customer removed and reinserted the battery and received a failed battery test alarm and then a battery out limit alarm which could not be cleared. Mother stated that the device may have been exposed to sweat. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm or failed battery alarm noted. All operating currents are within specification. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.